Manufacturer narrative:
Device evaluation summary: the following parts were replaced and returned to medtronic for failure investigation. 1. Breath delivery (bd) power distribution printed circuit board (pcb) 2. Bd power controller pcb 3. Inspiratory module the bd power distribution and bd power controller pcbs were visually inspected and functionally tested with no anomalies observed. Conclusion: there was no fault found. There was no malfunction or product deficiency identified. The inspiratory module was returned for failure investigation. A visual inspection of the returned part showed no anomalies. The part was installed into a failure investigation test ventilator for analysis. The test ventilator powered up but did not pass the mix leak test. The fault was isolated to the mix air proportional solenoid on the inspiratory module. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, a 980 ventilator entered backup ventilation and generated an error code. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.